Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had to be revived by paramedics, due to hypoglycemia. The customer declined to be taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer stated that she may have a stomach virus and has been under considerable stress, potentially contributing to her low blood glucose levels. Nothing further was reported.